Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10443. It was reported that during implant procedure, the patient went into atrial fibrillation. Atrial fibrillation was ongoing at time of discharge post implant. Patient was asymptomatic and was instructed to resume medication the day after implant. Patient will continue to be monitored.